Event description:
It was reported that atrial lead dislodgement was noted on the right atrial (ra) lead. The ra lead was in the ventricle, so all electrical numbers were abnormal. Programming changes were made. The atrial lead was successfully extracted (B)(6) 2023. The patient was stable before, during and after the procedure.